Manufacturer narrative:
(B)(4).

Event description:
Customer reported to beckman coulter, inc. (Bec) that the unicel dxc 800 synchron system (dxc 800) generated erroneous potassium (k) result for one patient sample. Customer reported that the dxc 800 was set up to run duplicates on critical results. Customer reported that the dxc 800 performed an automatic rerun of the sample and generated a higher result. Customer reported that the difference between the two results exceeded the precision claim of the assay. Customer reported that the sample was run a third time, which agreed with the original result. Customer reported that after the issue was noticed, they performed k precision testing and found the k precision failed specifications. Customer reported that erroneous results were not reported outside the laboratory. There was no report of any adverse event or injury requiring medical intervention or patient treatment. Bec field service engineer (fse) replaced the modular chemistry (mc) sample probe and cleaned the flowcell. The fse verified performance. The root cause is unknown.